Event description:
A physician reported that knives were noted to be blunt during surgeries. The knives were continued to be used for the respective surgeries. There was no impact to any patient. Additional information has been requested.

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Manufacturer narrative:
Three unopened knife samples were received by manufacturing. The samples were examined per facility procedure and were determined to be visually conforming. A functional blade penetration test was performed which resulted in penetration values of 55.4, 49.5 and 52.2 grams of force. All were determined to be acceptable as compared to the specification of 75 grams maximum. The final customer lot was identified. One component knife lot was used to make up the customer's identified lot. A device history record (DHR) review for the identified lot was conducted. According to the DHR review, there was reprocessing for an anomaly that would not have contributed to the customer complaint. After reprocessing, the product was reassessed and determined to be acceptable and then released based on the manufacturer's acceptance criteria. A complaint history examination indicates that no additional complaints were associated with the reviewed lot. All visual and functional tests performed during the evaluation were conforming. A root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: 2015-10211